Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the device was replaced because of normal eri. No known reason to note for the high impedance on contact 3.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient had a baseline high impedance on contact 3 prior to surgery. The rep reported that the hcp confirmed that the contact had been high in the past and there was not a new issue. The patient's ins was replaced. No patient symptoms reported. No further patient complications have been reported as a result of this event.